Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: the reported problem was confirmed. The platform was found to not power on when li-ion batteries are inserted. It was found that the power distribution board was at fault. Upon replacement of the power distribution board, the platform passed all testing criteria.

Event description:
It was reported that during a sales demonstration by a zoll representative, the autopulse platform did not power on when used with an autopulse li-ion battery. No patient involvement was reported. No further information was provided.